Manufacturer narrative:
No other analytes were questioned or reran. Before the event qc was out of range for all 3 levels. Customer then recalibrated and reran qc material. Qc was acceptable prior to running this patient sample. No service call was initiated or requested. The root cause for this event is unknown.

Event description:
A customer contacted beckman coulter (bci) regarding an erroneously high glucose result generated by the unicel dxc 800 pro synchron clinical systems. The high result was reported out of the lab and was questioned by the clinician. The original sample was re-tested on a different instrument which gave a lower result and was amended. The original sample was then re-tested on the dxc 800 pro analyzer and repeated results closely matched the glucose result obtained from the different instrument. For results obtained. Patient treatment was not affected in connection with this event.